Event description:
Information received by medtronic indicated that the customer reported that inpen is damaged. Troubleshooting was performed and cartridge holder was identified and dose knob/dial misalignment greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inpen successfully paired to commercial app. Cartridge holder is cracked with broken off plastic pieces. Inpen received with bent leadscrew. Unable to perform baseline/wireless functionality test and displacement dose accuracy test. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.90 ozf-in). Inpen failed dialing alignment. The zero-tick mark dose not align in the gage window when dialed to 16u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: cartridge holder damage was confirmed due to broken off plastic pieces. Dialing misalignment was confirmed. Cosmetic damage was confirmed due to missing dose window. Leadscrew anomaly was confirmed due to bent screw. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.